Event description:
Customer reported: I received another defective circuit.  This one had a loose connection at the side ports.  There is a small crack on one of the limbs too.  The lot# is 459203. Additional information received on (B)(4) 2013: there was a complete disconnect on both ports of the circuit causing the disconnect alarm (in general that is how all loose connections are discovered). The disconnect alarm alarmed and the circuit was in use for 6 days. An etco2 adaptor was used with the circuit. No additional information is available at this time. No patient injury has been reported.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation. It was visually inspected and we observed signs of crazing (spider-web like markings), but no cracks. The production record for the batch reported was evaluated and no issues were observed. At this time it is not possible to determine if the material of the 'y' is causing the loose condition reported. However a project is being opened to find a root cause for the crazing condition of the 'y' made of polycarbonate resin. The project has been opened and the investigation is ongoing to identify and address the probable root cause and to develop an applicable action plan. The preliminary plan proposes optimization of the molding parameters and implementation of a stress test of all incoming raw material.

Manufacturer narrative:
(Bz)(4) - the device is in the process of being sent to the manufacturing plant. Upon completion of carefusion's investigation, a follow-up medwatch will be submitted.